Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections as a backup therapy and was provided with instructions for storing the malfunctioning pump before returning it. Tandem technical support confirmed shipping details and sent a replacement pump, advising the customer on further steps and requiring a signature upon delivery.